Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient faced an insulin flow alarm on (B)(6) 2025 due to blockage in tubing. No further information available.